Event description:
The raptor grasping device is used to retrieve foreign bodies or resected tissue samples during endoscopic procedures of the upper and lower gastrointestinal and biliary tracts. The user facility reported that during an endoscopic procedure the external handle of the raptor device broke. The handle dislodged from the metal wire that controls the opening and closing of the grasping teeth while the grasping teeth were in the open position. In order to close the grasping teeth so that the raptor device could be removed from the endoscope, the user staff used a needle nose pliers to grab the metal wire inside the handle and pulled it to close the device. No injury to pts or users was reported.

Manufacturer narrative:
The device involved in this event was not returned and could not be evaluated. Investigation of similar complaints identified that the root cause of the handle breakage was coiling of the device external to the portion inserted into an endoscope. This occurs while actuating the handle and can result in excess pressure at the connection of the handle causing the handle to break. A warning was added to the device label that advises users not to coil the catheter while activating the grasper. In addition, a corrective/removal was implemented to address devices in the field.